Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: large and many macrobubbles in arterial line of dialysis tubing. Connection secured and tightened with no resolution. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: trial tubing-station was being set up for dialysis run. During the testing phase, the machine failed the blood test on the venous side. Troubleshooting was attempted on the venous bulb. Air was not able to take out and there was high pressure on the syringe. Also, venous pressure did not change on the machine and failed again. Tubing was taken down and restarted. Patient unable to start until issue was resolved.